Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd synapsys¿ that there was an application error. The following information was provided by the initial reporter: not all data regarding vial statuses in the connected bactec fx instruments is synced to synapsys. For example some of the growth results and new vials scanned into bactecs do not show in the synapsys reports and are not either communicated to lis. This is causing positive blood culture to be potentially missed. Some of the vial data is still synced. There is no error message visible anywhere in synapsys or in bactecs to indicate there is an error condition present making the issue difficult for the user to detect and it took over a day for them to notice the error condition.

Event description:
It was reported that while using the bd synapsys¿ that there was an application error. The following information was provided by the initial reporter: not all data regarding vial statuses in the connected bactec fx instruments is synced to synapsys. For example some of the growth results and new vials scanned into bactecs do not show in the synapsys reports and are not either communicated to lis. This is causing positive blood culture to be potentially missed. Some of the vial data is still synced. There is no error message visible anywhere in synapsys or in bactecs to indicate there is an error condition present making the issue difficult for the user to detect and it took over a day for them to notice the error condition.

Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation of a complaint involving synapsys product number 444150, serial number sl01099. According to information provided, data was not syncing properly between the bactec instruments and synapsys. No other issues were reported. During investigation, bd service personnel found approximately 250 messages in the 'queue messages' table. To address this situation, the instrument adapter and synapsys services were restarted. After this action, successful transmission to lis was verified and the sync issue was resolved. Although the root cause of this situation was not determined, there was no specific indication of any associated synapsys product quality issue or malfunction. Based on these findings, this case has been assessed as unconfirmed. Review found complaints of this type were under statistical control for the month of february. Additionally, no adverse trend was identified for reports of this type. Device history record review was not applicable as this is a standalone software product and the operation/ functionality of this type of product is confirmed at the time of installation. Reports of this type will continue to be monitored. However, as there is no evidence of any new adverse trend, hazard or risk, no additional action is currently indicated. H3 other text : see h.10.